Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm synergy ii stent was selected however during preparation of the device while outside the patient's body, it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts severely stretched and distorted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm synergy ii stent was selected however during preparation of the device while outside the patient's body, it was noted that the stent was damaged. No patient complications were reported.